Event description:
During an ercp, sphincterotome had been advanced about 10 mm. It was noted that the proximal portion of the wire had broken off and had become separated from the sphincterotome. When attempts were made to bring the sphinctertome through the scope, the wire broke off at the tip of the sphinctertome. It was freely floating in the duodenum and could not be retrieved.